Event description:
Medtronic received information via literature regarding clinical outcomes of transcatheter aortic valve replacement (tavr) at two indian military medical centers. All data were collected from the two centers between january 2017 and june 2021. The study population included 84 patients who were predominantly male with a mean age of 72 years. Multiple manufacturer¿s devices were implanted in the study population; 61 were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, two procedural deaths occurred, due to valve embolization in one case and refractory ventricular tachycardia in the other case. Overall six-month post-tavr mortality was 9.5%, though there was no further information on the cause and manner of deaths. Based on the available information medtronic product may have been associated with the two procedural deaths. Among all patients, adverse events included: bleeding/vascular complications; infective endocarditis (ie); valve embolization; coronary artery occlusion; stroke; pericardial tamponade requiring surgery and pericardiocentesis; pericardial effusion; need for permanent pacemaker implantation (ppmi) due to av block and left bundle branch block (lbbb); need for emergency surgery for valve dislodgment, left ventricular perforation and for surgical aortic valve replacement (savr). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: datta r.; et al. Transcatheter aortic valve replacement in the developing world: lessons learnt and its implications for practice. Med. J. Armed forces india. 2022 oct 01; 78(4):387-393. Doi: 10.1016/j.mjafi.2022.01.010. Pmid: 36267505. Earliest date of publication used for date of event and date of death. Medtronic products referenced: evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.